Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and transplant work up. Approximately seven days after starting the support the patient experienced runs of ventricular tachycardia that required cardioversions. The impella 5.5 device was "hitting" the septal wall, repositioned and shallowed to 4cm. However, the patient continued to experience random bouts of ventricular tachycardia but was noted in stable condition. Impella 5.5 mcs continued for another 18 days before being explanted for a left ventricular assist device placement.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.